Event description:
Caller reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.